Event description:
It was reported that the patient faced occlusion issue event on 25 mar 2025. The blockage was in the tubing.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.